Event description:
An endurant stent graft system left contra limb was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. The upper proximal neck was 21mm in diameter. The aneurysm entry was 23mm in diameter. The left access vessel (common iliac) was 15mm in diameter. The proximal neck length by centerline was 10mm. It was reported that the patient came in emergently with a ruptured aneurysm. The patient has proximal short neck and severe tortuous vessels for both cia and eia. The procedure was performed after embolization due to right iia aneurysm. The bifurcated stent graft was implanted from just below left renal artery. After cannulation of the gate the 16.20.124 was implanted. Then the 16.10.93 was added on the ipsilateral limb and eia landing was done. It was reported that the patient had an occlusion and the physician treated the patient with a femoral bypass. On the final dsa, a stiff wire was inserted so that the vessel was straight; however, the vessel was severely tortuous, which could be a cause of occlusion. The physician said that he should have put in a bare metal stent in first. The stent graft landed at the eia landing and this is where the occlusion is confirmed to be. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Short landing zone length (about 20mm), cia had severe tortuosity. Conclusion: short landing zone length (about 20mm), cia had severe tortuosity. Occlusion.